Manufacturer narrative:
(B)(4). The even is currently under investigation.

Event description:
During a sfa procedure on a (B)(6) male patient using the hfanl sheath, the valve and sheath separated when using another manufacturer's guidewire. Additional information requested, however it was not provided at the time of this report.

Manufacturer narrative:
Pt information not provided by the reporter. Lot # requested but not provided. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. Initial reporter phone number requested but not provided. (B)(4). Mfg date: unknown as no lot # was provided. Event evaluation: a dimensional verification along with a review of the complaint history, documentation, drawings, quality control, instructions for use (IFU), trends and a visual inspection of the returned sheath was conducted during the investigation. The visual examination of the returned sheath (without the dilator) noted the tip appeared smashed. Also, the flare shows some wrinkling from being pulled from the cap. There does not appear to be any elongation or stretching of the material. Using a gauge, the flare was verified to be of adequate size. Also, the cap was pin gauged, and was within the specified tolerance. There is no evidence to suggest that the device was not made to specification. The instructions for use lists steps for sheath removal including, "withdraw the sheath and dilator as a unit." The lot number was not provided, therefore, the manufactured date is unknown. Based on the information provided and the appearance of the returned complaint device, the device most likely experienced forces beyond its design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Pt information not provided by the reporter. Lot # requested but not provided. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. Initial reporter phone number requested but not provided. (B)(4) mfg date: unknown as no lot # was provided. Event evaluation: a dimensional verification along with a review of the complaint history, documentation, drawings, quality control, instructions for use (IFU), trends and a visual inspection of the returned sheath was conducted during the investigation. The visual examination of the returned sheath (without the dilator) noted the tip appeared smashed. Also, the flare shows some wrinkling from being pulled from the cap. There does not appear to be any elongation or stretching of the material. Using a gauge, the flare was verified to be of adequate size. Also, the cap was pin gauged, and was within the specified tolerance. There is no evidence to suggest that the device was not made to specification. The instructions for use lists steps for sheath removal including, "withdraw the sheath and dilator as a unit." The lot number was not provided, therefore, the manufactured date is unknown. Based on the information provided and the appearance of the returned complaint device, the device most likely experienced forces beyond its design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During a sfa procedure on a (B)(6) year old male patient using the hfanl sheath, the valve and sheath separated when using another manufacturer's guidewire. Additional information requested, however it was not provided at the time of this report.